Event description:
It was reported that the reservoir had an occlusion. The blood glucose reading was 161 mg/dl. The customer stated that he was short one reservoir because the reservoir would not allow insulin pass through upon pressing with the plunger. Insulin did not exit the tubing. Advised the customer to call for troubleshooting and to retain the supply for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.